Event description:
The pt reported that she received a sleep error alarm after swimming with the pump. She stated that she removed the battery to silence the alarm and confirmed moisture in the battery and cartridge compartments as well as moisture under the display screen. She denied any cracks in the pump. The pt stated that the battery cap was approx six months old and was secured to resistance; the cartridge cap was also secure. The pt denied cracks in the battery compartment, the cartridge compartment, the cartridge, or the tubing. The pt stated that the moisture in the cartridge compartment appeared after swimming and did not smell like insulin. She concluded that she did not experience any blood glucose excursions.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a damaged keypad and visible moisture under the display lens. A leak test confirmed that moisture entered through the keypad. The pump was unresponsive when a battery was inserted; there was no audible tone, vibration, display, or keypad response. During investigation, internal moisture damage was observed. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.